Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited lead noise. It was noted that the electromagnetic interference (emi) noise was queried on (B)(6) 2018. Noise was unable to be replicated with provocative testing. Programming changes were made. The patient was stable.